Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual examination of the provided pictures identified tasp bottom and it was fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returning to zimmer biomet for evaluation as it has been discarded. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that during an initial left total knee arthroplasty, the provisional articular surface cracked and broke into two pieces when it was removed after the trialing process. There was no patient impact or adverse events as the result of the malfunction. It was reported that no further information is available.